Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for chronic low back pain. It was reported that the pump and catheter were removed due to an infection. The pump was sticking out of a hole at the pump pocket site. A cause of the issue was noted as compliance of the patient. It was reported that the issue was resolved at the time of the report and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.